Event description:
The 24 gauge insyte IV catheter shredded after needle pierced pt's skin. The needle pierced the skin, but the catheter did not. It separated from the needle. IV needle was removed, and pressure was applied to puncture site. IV was started in a different site, which required a second stick. Rn will investigate the current lot of IV catheters as she has never seen this happen before. The rn involved retained the device with the original packaging.